Manufacturer narrative:
Not returned.

Event description:
Plaintiff implanted with t-sling (B)(4) on (B)(6) 2011. Mesh removal occurred on (B)(6) 2016. Patient's legal representative stated urinary retention with uti, frequency and urgency, vaginal discomfort, consortium claim, urinary retention, vaginal mesh exposure, 3-4 mm along the midline of the urethra, occasional sui, and heaviness in bladder.